Event description:
Reporter claims that while attempting to transfer pt with a transfer lift, the joystick was removed and placed behind the chair. During method of transfer, chair shifted causing the joystick to fall backwards. This action caused the chair to move backwards and run into the table. Pt fell out of chair.